Manufacturer narrative:
The getinge service territory manager (stm) who encountered the issue replaced the fiber optic sensor extension assembly. The stm completed the pm and performed all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the fiber optic connector of the cardiosave intra-aortic balloon pump (iabp) was found to be broken. There was no patient involvement and no adverse event was reported.